Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an ipump with an "unable to obtain history" issue was not confirmed nor reproduced during product evaluation. The assignable cause was not determined. No repairs were made in order to fix the reported condition. A device history review was performed finding one exception during manufacturing, however, the pump was reworked and passed all subsequent testing.

Event description:
The facility representative contacted a technical service representative to report an ipump where the nurse was unable to obtain history. The nurse had given morphine to the patient and was trying to see the history for the dosage given but was unable to. It is unknown when this event occurred, but occurred in "nicu". The facility representative did not know if there were any reports of patient involvement, patient injury or medical intervention. No additional information is available.